Manufacturer narrative:
Other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 377745, lot# v001114, implanted: (B)(6) 2005, product type: lead. Information addressing the patient's other implanted system was reported in MDR# 3004209178-2017-15462.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and cervical/neck. It was reported that the patient thought a wire could be loose. The patient felt them coming up towards the surface of their skin when they bent over. It had been doing that since it was put in ((B)(6) 2014). It was reported that the implantable neurostimulator (ins) was tilted, there was poor coupling, and it took too long to charge. The patient felt like the ins had turned in the pocket. This implant was smaller than the last one and felt like it was at an angle. There were no associated falls or traumas. These issues had been occurring since (B)(6) 2017. It was reported that the night before the call on (B)(6) 2017 the patient had a hard time getting coupling while charging. The patient had turned it up about a week ago and yesterday in the car it was making sharp movements in their body. It was reported that it should not be programmed that way and it kept hitting until it calmed down. Then last night in bed it went off completely. This stimulation issue started last night. It was noted that the patient had charged their implant last week. The patient could not connect last night with the programmer so they charged and got 2 bars. The patient turned stimulation off so they could charge up. For the last 2 months it took them a long time to charge and get boxes. They had been charging since early morning. The patient checked and it had charged enough to turn stimulation back on but they turned it back off to continue charging. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial#: (B)(4), implanted: 2014 (B)(6), product type: implantable neurostimulator product ID: 3778-60, serial#: (B)(4), implanted: 2009 (B)(6), product type: lead. Product ID :3778-60, serial#: (B)(6), implanted: 2009 (B)(6), product type: lead. Product ID: 377745, lot#: v001114, implanted: 2005 (B)(6), product type: lead. Product ID :377745, lot#: v001114, implanted: 2005 (B)(6), product type: lead . Information addressing the patient's other implanted system was reported in MDR# 3004209178-2017-15462. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported her ins was at an angle, and she was going to talk to the healthcare provider (hcp) about repositioning it. The patient said she had 2 inss. Her other side ins was getting close to the time for it to be replaced, so she will talk to the hcp about both inss. The patient said when the hcp put it in, he did a terrible job. No symptoms or further complications were reported/anticipated.